Event description:
The pt was walking across the yard and grabbed their chest in the area of the generator. They then fell to the ground in pain. The pt experienced sharp pains and they lasted for approx 2-5 minutes. The reporter also stated that this was not the first time that the pt had pain since vns implant, but that this most recent occurrence was the worst. The pt's neurologist reduced programmed parameters in 10/2002, but the pain did not subside. Neurologist referred pt to their family dr.